Event description:
The stapler was used during an lavh. The device misfired. Rep then spoke with dr who reported some bowel hung up on a staple. This was noted after completing vaginal portion of procedure and the bowel was released at that time. Photos of the bowel on the staple are available. There was no consequence to the pt.